Manufacturer narrative:
(B) (4)the anlaysis on this device is pending. (B) (4)

Manufacturer narrative:
The analysis on this device is pending.

Event description:
The ventricular setscrew on this device would not deploy appropriately upon tug test of the pacing lead (st. Jude) at the implantation procedure. The lead was easily removed from the header and several attempts were made to deploy with no success. The pacemaker was not implanted.

Event description:
The ventricular setscrew on this device would not deploy appropriately upon tug test of the pacing lead (st. Jude) at the implantation procedure. The lead was easily removed from the header and several attempts were made to deploy with no success. The pacemaker was not implanted.